Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated tha a 12.6mm, vich12.6, +6.00 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was later removed due to excessive vault and angle closure with elevated iop. Cause of event was unknown. It was reported that the surgeon perfomed femto lasik to correct residual refraction after lens explant. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a lens case/vial dry with clear surgical residue/debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).